Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 20. On (B)(6) 2024, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, bleeding, increased sensitivity, hypersensitivity, fistula and inflammation. No further patient complications were reported.